Event description:
It was reported that a needle shaft leak occurred. Prior to the procedure an icerod cx 90 degree needle was tested outside the patient's body. Gas bubbles were observed spouting out from the needle shaft during the test. The needle was not used, the procedure was completed with a new needle. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for engineering analysis and the complaint was confirmed. The needle failed gas leak testing. The leak was located at the needle handle shaft joint. The needle was dismantled and a crack in the glue was found in the connection of the needle handle to the shaft. A corrosion mark was seen on the needle shaft; however, there was no evidence of leaking from the shaft itself. Boroscopic imaging of the internal surface of the needle did not show any signs of corrosion or flux residue.

Event description:
It was reported that a needle shaft leak occurred. Prior to the procedure an icerod cx 90 degree needle was tested outside the patient's body. Gas bubbles were observed spouting out from the needle shaft during the test. The needle was not used, the procedure was completed with a new needle. There were no patient complications reported and the patient status is stable.